Manufacturer narrative:
The reported issue was unconfirmed. The root cause could not be duplicated as the reported issue was unable to be duplicated. The device was evaluated and the reported issue was unconfirmed as the issue was unable to be duplicated. No repairs were made. The device passed all applicable tests. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The device was returned for evaluation. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature of arctic sun device did not increased on rewarming process during use for a patient. The arctic sun device was switched to the second one and returned to imi for investigation on (B)(6) . Per follow up via ibc on 27jul2021, the case completed by substitute device. The device was under investigation by imi.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature of arctic sun device did not increased on rewarming process during use for a patient. The arctic sun device was switched to the second one and returned to imi for investigation on june 29.